Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).the device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the 27th january 2014. The history log for this device showed that the pad-pak was first installed on the 13th january 2015 and that it had performed to specification up to the (B)(4) 2016. Information from the history log shows the pad-pak was first installed by the user on the 13th january 2015. The history log was intact with approximately 29 months of normal use without fault. There was no indication within the history log that the device had ever failed a self-test. The device records 6 manual power ons, all under one minute duration, between the (B)(4) 2017 and the last log entry prior to receipt at heartsine on the 31st may 2016. These power ups would most likely indicate the user was power cycling the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Depleted pad-pak with expiry (B)(6) 2018.